Manufacturer narrative:
Manufacturer investigated reserved samples from different lot numbers, investigation result attached. Device not returned to manufacturer.

Event description:
Dialysis clinic reported 3 patients having lacerations to their access after using the avf needle, no further information was provided.

Event description:
Dialysis clinic reported 3 patients having lacerations to their access after using the avf needle, no further information was provided.

Manufacturer narrative:
Device not returned to manufacturer.